Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system does not display drawer contents when accessing drawer during use. A field service engineer (fse) ran hardware test application (hta) test twice and was successful both times. Then the fse got a nurse to access drawer 2.2 and was able to see the patient meds. Then the fse confirmed that the escort did not had credentials to patient meds and can only see map layout in manage map. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was failed to display drawer contents during use. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.